Manufacturer narrative:
Investigation of returned suspect mvs interface (umbilical) cable confirmed the event was caused by an electrical failure. The cable failed bench level testing, continuity test failed. Open between lemo pin 12 and j8 connector pin 3. Gbit test passed and the 100t test passed. Passed visual inspection.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. A low motion battery level was found, causing rotor to stop during 3d spin. O-arm was not charging when umbilical was plugged in. The umbilical cable was replaced and the system was allowed to charge uninterrupted for 3 hours before use. System check out is good. The umbilical cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not take 3d exposures. Also, an error message was displayed on the mobile view station (mvs) stating that there was not enough hard disk space. The procedure was completed successfully with the imaging system, and no impact to the patient was reported. No additional details were provided.